Event description:
During replacement of the pt's pacemaker for normal battery depletion, the atrial lead was to be replaced as well. During extraction, the distal electrode became separated from the rest of the lead, and remains in the subclavian area. The pt also suffered a right-sided pneumothorax during the procedure. The lead was group I prior to removal.